Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the reagent probe 1 transducer and sampler and reagent probe 1 solenoid valves. The cse also bleached the drains and checked alignments. It was also discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low mg results is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low magnesium (mg) results were obtained on a dimension xpand plus without hm instrument on two patient samples. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.